Event description:
The original report received indicated that the coil has separated from the pusher section during the procedure and that there had been no pt injury. No device was returned and the MDR was canceled as we could not verify the complaint. A fax received 1/17/97 indiacted that intervention had been necessary to save the pt. No outcome for the pt was given. The MDR re-established and reported at this time.